Event description:
(B)(6) is an attorney in (B)(6), who is representing a family of a female patient that died after a scoliosis surgery where the autopsy report stated that floseal was introduced into her vascular system. The patient died some 24 hours after the surgery. Additional information obtained from (B)(6) (attorney) on (B)(6) 2012: patient's initials are (B)(6). (B)(6) was a (B)(6) girl with goldenhar syndrome who received treatment at the (B)(6) children's hospital. Dr. (B)(6) was the surgeon on either (B)(6) who was planning to "put a rod into the patient's spinal column to straighten her back." The surgery was being done with "cell saver" technology. At one point in the surgery, the crna noticed that the urine was dark and cloudy. The surgeon, who mr. (B)(6) believes is a respected and responsible surgeon, claimed to have used 11 units of floseal. Thirty-six hours later, the patient died of emboli. Mr. (B)(6) believes that the death was the result of the resident or hospital's error and would like to understand more about floseal. Mr. (B)(6) believes that it was not floseal that "caused the problem", it was conduct. Mr. (B)(6) believed that the cell saver technology should not have been used with floseal. An autopsy was done following the death. Mr. (B)(6) will be sending additional details. Additional information obtained from (B)(6) (attorney) on (B)(6) 2012: name of patient: (B)(6). Dob: (B)(6) 1997. Admitting physician: (B)(6). Hospital: (B)(6). Date of admission: (B)(6) 2012. Procedure: posterior spinal fusion with instrumentation and bone graph. Date of death: (B)(6) 2012. The autopsy report states that the patient died from "multiple bilateral acute and subacute pulmonary microthromboemboli (thrombus mixed with foreign material having a microstructure consistent with cross linked bovine serum albumin, carrier matrix for floseal)."

Manufacturer narrative:
(B)(4). Baxter medical assessment: apparently an extensive scoliosis surgery has been performed in a (B)(6) girl. Attorney for (B)(6), reported that 11 kits of floseal (size unknown) have been administered. During surgery, a cell salvage system (cell saver) has been used to manage/reduce blood loss. There are no details as to whether any intraoperative incidents occurred. Thirty-six hours postoperatively, the patient expired. Mr.(B)(6) had earlier indicated that the autopsy had found that floseal granules had been introduced into the patient's vascular system. Mr. (B)(6) has not yet provided us with a copy of the autopsy report, but states that the autopsy report states that the patient died from "multiple bilateral acute and subacute pulmonary microthromboemboli (thrombus mixed with foreign material having a microstructure consistent with cross linked bovine serum albumin, carrier matrix for floseal)." Mr (B)(6) stated his belief that the use of cell saver technology was an issue in his client's death. The use of the cell salvage system is not necessarily a hazard that could cause the intravascular clotting. However, the combined use is not contraindicated, but caution should be exercised. Although in the instructions for use of floseal there is a "class effect" reference to the risks of using cell salvage systems, this risk does not apply to floseal. "As with other hemostatic agents, do not aspirate floseal matrix into extracorporeal cardiopulmonary bypass circuits or autologous blood salvage circuits. It has been demonstrated that fragments of collagen based hemostatic agents may pass through 40?m transfusion filters of blood scavenging systems." The filters of cell salvage systems usually have diameters that vary from 10 to 70?. This corresponds to 0.01 to 0.07 mm, which is far below the diameter of the proprietary gelatin granules of 0.2 to 0.3 mm. In other words floseal would occlude the filters and the aspiration of blood into the system. The gelatin matrix has 4x to 20x times bigger diameters than the filter pores, and by that cannot enter the vascular system. The only clinically plausible root cause of the penetration of floseal into the vascular system is the inadvertent injection/application of the hemostatic matrix intravascularly. This hazardous situation is not a product specific risk, but an application/user-related risk. Additional factors that may increase the thromboembolic risk are: size of the vascular lesion, presence of a negative venous pressure (in case the surgical field is positioned significantly higher than the right atrium), level of training and experience in handling the hemostatic matrix, bleeding from the bone spongiosa. The floseal instructions for use warn repeatedly against this hazard. Further information is required to determine final causal relationship. Upon receipt and evaluation of the additional information, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter legal received operative report from the reporter, (B)(6). The body of the report identifies the product as being floseal, but the last page indicates that 11 units of surgiflo (ethicon/johnson and johnson product) were used. Baxter contacted the operating surgeon, dr. (B)(6), to receive clarification regarding the operative report pertaining to product used. A response email was received from dr. (B)(6)'s lawyer confirming that a correction will be made to the operative notes dictated by dr. (B)(6) regarding the product used. The product used was surgiflo, not floseal. Ethicon/johnson and johnson was notified via phone and email about the complaint. They were provided the operative report. (B)(4).